Manufacturer narrative:
Additional information: it was reported that there were no further issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unknown at the time of filing. Manufacturing date was unknown at the time of the filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found with no issues.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while they were booting the system up, they got an error message that the keyboard was not detected. They restarted the system multiple times with no resolution. The site then shut the system down and left it unplugged for 5 minutes. Afterwards they turned it back on, which resolved the issue. No patient present.

Manufacturer narrative:
Manufacturing date was received.